Event description:
It was reported during the implant attempt that there were difficulties engaging the setscrew of the device. The device was not used and another device implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.